Event description:
The patient was being pushed in the wheelchair on a cobblestone street, when the left castor housing partially detached from the device. The patient fell forward out of the wheelchair fracturing their elbow.

Manufacturer narrative:
This event took place in sweden with an almost 10-year old spirea 4ng wheelchair. It is being reported due to the myon wheelchair manufactured at invacare owned invamex is similar in design. When a technician inspected the wheelchair, it was discovered that the upper screw that holds the castor housing on the left side is missing. The castor housing is also loose, probably because the screws have shaken loose when used on paving stones. The right side is tightly attached. Invacare sweden has requested further information and the return of the wheelchair. If more information is received a follow-up will be filed.